Manufacturer narrative:
(B)(4). Date sent: 11/7/2024. Corrected data: block h10, related report number field.

Manufacturer narrative:
(B)(4). Date sent: 7/31/2024. D4: batch # 966c61. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/2. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 966c61, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes, the few that did deliver formed properly. If yes, was the staple line complete? No, only the beginning portion of the staple line before it locked out. Did the device cut? No, it locked out before it cut. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Manufacturer narrative:
(B)(4). Date sent: 10/11/2024. Mw # (B)(4). Additional information received: an endopath flex 45 stapling device with a white vascular load of staples was then used to come across the base of the funnel-shaped cecum where the appendix took off. Of note the appendiceal base had a width of at least 3cm. It was wide-mouthed within normal. However when find that stapling device it caught in an only delay down approximately 1.5cm of staples. It simply would not fire normally. As such an entirely new flex 45 stapling device with a while load of staples was sued to come across proximal to where the first staple line had been initiated, and that stapler was fired as well and hardly lay down any staples. The procedure was a laparoscopic appendectomy.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. Corrected data: block h10, related report number field.

Manufacturer narrative:
(B)(4). Date sent; 7/9/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the surgeon attempted to fire the stapler across the base of the appendix but the stapler locked out approximately 1.5cm into the firing. They removed the stapler from the patient and opened a second stapler. Then attempted to fire the second stapler which locked out and ¿hardly laid down any staples¿. They then opened another stapler to complete the case successfully. The procedure was completed successfully with no adverse consequences for the patient.